Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in-clinic. Their atrial lead exhibited over-sensing noise which induced an inappropriate mode switch on their device. Programming changes were made on the lead. The patient was in stable condition.